Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involving the product "102-inch 10 drop primary set, 2 clave, remv 3 gang 4-way stopcocks, 3 microclave, rotating luer, 2 ext," reporting that there were black specks in the drip chambers. There was no reported patient involvement or harm.